Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the y1 crystal oscillator was shorted. The cause of the inability to charge a battery pack is the shorted oscillator. The root cause of the shorted oscillator cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.